Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 600 mg/dl. Reportedly, the customer would contact their healthcare provider to address elevated bg level and to obtain backup insulin therapy.